Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age at the time of the event is unknown/not provided patient weight is unknown/not provided initial reporters last name unknown/not provided 510k #: k101880. Device not returned to manufacturer

Event description:
It was reported that the doctor was placing the implant ((B)(4)) in the osteotomy and the hex of the fixture mount fractured off in the implant. The doctor was trying to remove the mount but was not able. Doctor will try again to remove the mount and hopefully be able to remove the implant by backing it out. The doctor's plan is to place a new implant since they think the implant might be/become compromised. The implant has not yet been removed.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a fractured implant mount, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent® implant system¿ 5161, rev. 3/12. Instructions for use for screw-vent® implants¿ 4869 rev 7-01/16 information identified: documentation describes proper instructions for using the implant mount for transfer: removing the implant from the vial remove the implant outer vial from the box and open the outer vial to break the seal. Drop the sterile inner vial and contents onto a sterile field. Flip the white top of the inner vial open by pressing on the flat side with access hole. Press the top to the inner vial body to lock in the top. For further instructions see the packaging instructions for use on pages 75-76. The implant is supplied pre-attached to a multi-functional fixture mount/transfer for easy delivery. Remove the implant from the inner vial by using one of the delivery instruments (see the next section). Note: the supplied surgical cover screw is located in the lid of the inner vial with an access hole for the gemlock hex tool. Complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: (B)(4). G1: contact office. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.